Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin display went blank. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer stated the insulin pump pieces fell out. Customer cannot recall blood glucose reading. Customer stated battery compartment was damaged. Insulin pump will be replacing for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.